Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. A57112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal haemorrhage, menorrhagia, ganglion cyst, smoker, ovarian cyst, asthma, hsv infection, myofascial pain syndrome, abdominal pain lower, hydatid cyst and endometriosis. Previously administered products included for an unreported indication: progesterone. Concomitant products included ipratropium bromide (atrovent hfa) since (B)(6)2013, ipratropium bromide;salbutamol sulfate (combivent) from (B)(6)2013 to (B)(6)2015 and salbutamol (albuterol hfa) since (B)(6)2013 for asthma, ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6)2013 to (B)(6)2013 and norethisterone (micronor) from (B)(6)2012 to (B)(6)2012 for contraception, aciclovir (acyclovir) since (B)(6)2013 for hsv infection and lidocaine since (B)(6)2013 and medroxyprogesterone acetate (depo provera) for ovarian cyst. On (B)(6)2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding(menorrhagia)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain/lower back pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury "), bladder disorder ("bladder/urinary problems bladder problems"), urinary tract disorder ("bladder/urinary problems- urinary problems"), fatigue ("fatigue") and tooth disorder ("den") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, dyspareunia, female sexual dysfunction, psychological trauma, bladder disorder, urinary tract disorder, fatigue, tooth disorder, hormone level abnormal and weight decreased outcome was unknown and the genital haemorrhage, vaginal haemorrhage and heavy menstrual bleeding had resolved. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she received treatment for fatigue, dental problems, hormonal changes, weight loss. 1 coil was seen on the left, and 1 coils was seen on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: total bilateral occlusion.. Pathology test - on (B)(6)2015: diagnoses: uterus (hysterectomy) - secretory endometrium ovaries and fallopian tubes (bso) - benign simple ovarian cyst - hemorrhagic corpus luteum cyst - hydatid cyst of morgagnii uterosacral ligament, left biopsy - endometriosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, menorrhagia and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2021: mr received-new reporter, lab data, medical history were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. A57112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal haemorrhage, menorrhagia, ganglion cyst, smoker, ovarian cyst, asthma, hsv infection, myofascial pain syndrome and abdominal pain lower. Previously administered products included for an unreported indication: progesterone. Concomitant products included ipratropium bromide (atrovent hfa) since (B)(6) 2013, ipratropium bromide;salbutamol sulfate (combivent) from (B)(6) 2013 to (B)(6) 2015 and salbutamol (albuterol hfa) since (B)(6) 2013 for asthma, ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2013 to(B)(6) 2013 and norethisterone (micronor) from (B)(6) 2012 to (B)(6) 2012 for contraception, aciclovir (acyclovir) since (B)(6) 2013 for hsv infection and lidocaine since (B)(6) 2013 and medroxyprogesterone acetate (depo provera) for ovarian cyst. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain/lower back pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury "), bladder disorder ("bladder/urinary problems bladder problems"), urinary tract disorder ("bladder/urinary problems- urinary problems"), fatigue ("fatigue") and tooth disorder ("den") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, dyspareunia, female sexual dysfunction, psychological trauma, bladder disorder, urinary tract disorder, fatigue, tooth disorder, hormone level abnormal and weight decreased outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she received treatment for fatigue, dental problems, hormonal changes, weight loss. 1 coil was seen on the left, and 1 coils was seen on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, menorrhagia and pelvic pain most recent follow-up information incorporated above includes: on 16-sep-2019: new pfs received- event injury nos was replaced with new events- dysmenorrhea, pelvic pain, abdominal, back pain, dyspareunia, apareunia, general abnormal bleeding, bladder problems, urinary tract disorder, psych injury, fatigue, dental problems, hormonal changes and weight loss. Lab data was added. Fu 2 and 3 processed together. On 18-sep-2019: pfs and mr received- new events added- abnormal bleeding(vaginal) and abnormal bleeding(menorrhagia) were added. Medical history, lot number and concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. A57112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal haemorrhage, menorrhagia, ganglion cyst, smoker, ovarian cyst, asthma, hsv infection, myofascial pain syndrome and abdominal pain lower. Previously administered products included for an unreported indication: progesterone. Concomitant products included ipratropium bromide (atrovent hfa) since (B)(6) 2013, ipratropium bromide;salbutamol sulfate (combivent) from (B)(6) 2013 to (B)(6) 2015 and salbutamol (albuterol hfa) since (B)(6) 2013 for asthma, ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2013 and norethisterone (micronor) from (B)(6) 2012 for contraception, aciclovir (acyclovir) since (B)(6) 2013 for hsv infection and lidocaine since (B)(6) 2013 and medroxyprogesterone acetate (depo provera) for ovarian cyst. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain/lower back pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury "), bladder disorder ("bladder/urinary problems bladder problems"), urinary tract disorder ("bladder/urinary problems- urinary problems"), fatigue ("fatigue") and tooth disorder ("den") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, dyspareunia, female sexual dysfunction, psychological trauma, bladder disorder, urinary tract disorder, fatigue, tooth disorder, hormone level abnormal and weight decreased outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she received treatment for fatigue, dental problems, hormonal changes, weight loss. 1 coil was seen on the left, and 1 coils was seen on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, menorrhagia and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: quality-safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.